Event description:
Baxter (B)(4) received a report that the injector used to fill an infusor broke off at the fill port during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device for evaluation. Visual examination confirmed the reported condition of a syringe broken and stuck inside the fill port. The root cause was determined to be inadvertent force applied on the syringe tip during the filling process. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.